Event description:
It was reported that an interlink intravenuous (IV) connector loop would disconnect from an unknown primary tubing set during patient use. Reportedly, the luer became unscrewed during an infusion and then leaked. There was patient involvement; however, there was no patient injury, medical intervention, or adverse event associated with the report. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents for lot number ur13027051 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.